Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, all of the button on the insulin pump had failed, according to electrostatic treatment, cannot recover. The customer's blood glucose was normal and didn't require the medical treatment. Customer is not returning the device for further analysis.